Manufacturer narrative:
Continued e1: alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "hole, non-specific".

Event description:
Healthcare professional reported ¿deformity". Later healthcare professional reported "implant exchange with no complaint against the device". Later healthcare professional reported "hole, non-specific". This record is for the right side. Device was explanted and replaced.